Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
A trial patient reported basic evaluation lead migration. The patient stated the manufacturer representative (rep) told the patient that the lead may have migrated. There was no symptoms or complications associated with the event. The indication for use is unknown.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3057, product type: screening device correction made to lead product ID.